Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
Subsequent to the initial report, it was reported that resistance was noted during device removal; however, there was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified and tortuous distal right coronary artery (rca). The 2.0 x 20 mm traveler dilatation catheter was advanced for pre-dilatation; however, the balloon ruptured at an unknown pressure. The device was removed without resistance. There was no adverse patient effect and no clinically significant delay. No additional information was provided.